Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reports they received a "check lines/bags alarm". While troubleshooting the alarm, the hp noted the heater line had become separated from the solution bag. In an attempt to correct the situation, the hp disconnected the solution bag from another supply line and respiked this solution bag with the heater line the technician assisted the hp in ending therapy at this time and hp was advised to contact their healthcare professional. Follow up with the hp's rn indicated the hp completed dialysis with manual exchanges and no patient injury or medical intervention was reported.